Event description:
On (B)(6) 2013, it was confirmed that an unknown insert was revised due to the patient experiencing two dislocations.

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown insert. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving a liner was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Device history review not performed as no device details were provide. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
On (B)(6) 2013, it was confirmed that an unknown insert was revised due to the patient experiencing two dislocations.